Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the unit "isn't recognizing batteries or charge them". There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.